Event description:
It was reported that the patient had presented to the hospital and was experiencing shortness of breath. The anesthesiologist did not think the patient could tolerate the procedure but the procedure ensued. During the placement of the lead the patient went into ventricular arrhythmia. The patient was externally shocked and despite massage and additional external shocks, the patient deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
No medwatch form was received.